Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown "error" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with oral medications (type/amount not specified). Due to the reported issue, the patient skipped her usual dose of medications. Immediately after, the patient claimed she felt a symptom of shakiness. The patient denied receiving medical treatment. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.